Event description:
It was reported that a patient presented in-clinic for follow up. Upon interrogation of the device, no capture and high, out of range pacing lead impedance were observed on the left ventricular lead. A chest x-ray was performed, and no anomalies were noted. The device was interrogated again. A different vector was found to have normal lead impedance and capture threshold. No patient symptoms were reported and the patient will return for regular follow-up.